Event description:
The pt was undergoing a heart procedure. When the pt was brought into the recovery area 2 lesions were noticed approximate with one of the return electrode sites. Getting a re-do heart procedure. The lesion resembled a blister the size of a golf ball with the top layer of skin peeled back. There was also a slight redness resembling sunburn. No details about the treatment were available.